Event description:
Meter name: surestep pro bedside unit. Strip name: lifescan. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: no symptoms. Medical tech. Reported that the patient was treated in the hospital. Their meter allegedly was inaccurately high. The result on their meter was 447 mg/dl. The result on the lab was 329 mg/dl. The time difference between healthcare facility meter and lab is unknown. Treatment was insulin. Arterial blood was used to test on the surestep pro meter and venous blood was used to run the lab test. Patient is clinically ill and hypoxic. No further info has been reported.